Event description:
A consumer called and stated that her husband was allegedly burned while using a heating pad. This incident resulted in 1st, 2nd, and 3rd degree burns on his lower back and buttocks, which required medical treatment. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing.